Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the chronic right atrial lead not sensing and exhibited rising threshold. The lead did capture but since patient paces 100%, the lead was capped and replaced on (B)(6) 2020. The patient was stable.